Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having an elevated blood glucose of 258mg/dl. Elevated bg level was treated by delivering a correction bolus. System check was performed, and the pump performed as intended, however it was found that the customer was changing out the cartridge every 72 hours, instead of the recommended 48 hours. As a result of that, the customer had run out of insulin, and did not receive basal insulin for over an hour. The customer was advised that the cartridge should be changed every 48 hours.